Event description:
Multiple omnipod 5 insulin pumps won't stay connected to my dexcom g7. Dexcom is working with no issues. Spoken to omnipod on every occasion and I'm still waiting on follow up. I do everything the want to try to fix the issues and they don't. Omnipod just says "put it in manual mode" which isn't why I'm on an omnipod.